Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12871. It was reported that the asymptomatic patient presented for in-clinic follow up with the implantable cardioverter defibrillator exhibiting far field r-wave over-sensing on the atrial lead. Programming interventions were made during a subsequent follow up. There were no patient consequences.